Manufacturer narrative:
This report is being supplemented to provide additional information based on the questionnaire for device related infection event checklist the customer provided. The questionnaire for device related infection event checklist information provided that the device was used on 4 procedures (before the results were obtained for a positive test) after the device was sent out for a culture test. There was no patient infection as a result of this event. Additional complaints under patient identifiers (B)(6) were created to address this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive in culture test a root cause could not be determined. For the event of use of device in procedure before detection of positive in culture there may have been difference in recognition on device handling between the user facility and recommendation by olympus. However, a root cause could not be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. The problems related to the culture test were not confirmed as the scope was not microbiologically tested by olympus. The device evaluation found that the distal end insulation test had failed; the bending angle did not meet specification; the bending section cover adhesive was detached or chipped; angle knobs were not locking correctly; the scope cover was cracked; and the device number of uses was 349. The customer provided the cleaning, disinfection, and sterilization processes, stating that there was no patient infection. The endoscopes and accessories had been culture-tested. The device was last used for a procedure on august 3, 2023, and was last reprocessed on august 8, 2023. The microbiological test results were obtained after sample collection, which was performed after storage. The dates of sample collection were (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023, from the sample collection site of brushing and washing. The amount of cfu of enterococcus faecium (entcfae) was <10, 20, and 10-100 on day 2. After confirming the positive microbiological test results, the device was quarantined. Additional reprocessing was performed before the device underwent microbiological testing and before the device was returned to olympus. The scope was stored in a controlled-environment storage cabinet. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for 10-100 cfus of enterococcus faecium (entcfae). After storage and reprocessing, the microbiological test results were performed at the time of sample collection. The collection sample site was from brushing and washing. The amount of cfu of enterococcus faecium (entcfae) was <10, 20, and 10-100 on day 2. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.